Event description:
Multiple users report finding holes in the tubing of this lot number which causes leakage of blood during collection. Staff have pulled all stock in the lab with this lot number and notified supply chain to have other hospital and clinic stock pulled.